Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(4), batch: 7073447/7073043.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to a wound healing issue. The explanted devices were discarded by the medical facility.